Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. Visual examination of the staple cartridge noted that the loading unit was partially fired with the interlock engaged. The loading unit anvil was mildly bowed. The anvil clamping mechanism was deformed. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the cartridge was oblique and it was difficult to load it into the handle. The problem was noticed prior to use. The product was tested prior to use. Another cartridge was used to correct the product problem. There was no patient involvement. There was no patient injury or medical intervention required. The surgery time was not extended by 30mins or more.